Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an occlusion issue. Reportedly, on (B)(6) 2015, the patient¿s blood glucose (bg) reading was over 200 mg/dl with abdominal pain, nausea, and blurred vision. It was reported that the patient was diagnosed with ketoacidosis and congestive heart failure at the hospital and was treated by the hcp with intravenous fluids, insulin injection and other unspecified treatments. The patient allegedly had discontinued pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the occlusion issue persisted with tubing and cartridge changes. Review of cartridges and infusion sets use techniques indicated that the intrusions for use were followed. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged occlusion issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/12/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box data found occlusion alarm due to high force three days before the event date and delivery was never resumed. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any occlusions. Related to the complaint, the force sensor calibration reading was high out of specifications. The pump casing was opened and no anomalies were found with the force sensor circuit.